Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an arteriogram interventional procedure with a 6f sheath. Reportedly, the knot got caught on a piece of skin and was unable to be fully advanced to the vessel wall. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible that the knot caught skin as reported, or the knot was inadvertently tightened prior to advancing the knot; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.